Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted obstructive sleep apnea surgical procedure, the 8mm permanent cautery spatula had a broken insulation at the tip of the instrument broken and missing a piece.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm permanent cautery spatula instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken ceramic sleeve. The broken piece is missing as a result of breakage. Size of missing piece is approximately .146¿ x .103¿. Ceramic sleeve does exhibit scratch marks. Isi followed up with the initial reporter and obtained the following additional information: the instrument has a piece of the plastic insulation on the instrument tip broken. There was a piece missing with no cable or wire exposed. There was no loss of cautery, no arcing, and no thermal damage. There were no issues with removing the instrument through the cannula. The nurse found that the instrument was missing a piece prior to the start of the procedure and a backup instrument was used to complete the procedure. There was no fragment fall into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument has a piece of the plastic insulation on the instrument tip broken. There was a piece missing with no cable or wire exposed. There was no loss of cautery, no arcing, and no thermal damage. There were no issues with removing the instrument through the cannula. The nurse found that the instrument was missing a piece prior to the start of the procedure and a backup instrument was used to complete the procedure. There was no fragment fall into the patient. Review of the provided image by a regulatory post market surveillance analyst is consistent with the missing piece of material near the tip of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument has a piece of the plastic insulation on the instrument tip broken. There was a piece missing with no cable or wire exposed. There was no loss of cautery, no arcing, and no thermal damage. There was no issues with removing the instrument through the cannula. The nurse found that the instrument was missing a piece prior to the start of the procedure and a backup instrument was used to complete the procedure. There was no fragment fall into the patient. Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken ceramic sleeve. The broken piece is missing as a result of breakage. Size of missing piece is approximately .xxx¿ x .xxx¿. Ceramic sleeve does exhibit scratch marks.